Event description:
On 2/15/2022, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch ii first and second anchors were placed properly, but when surgeon pulled on the sutures to tighten, the first anchor got dislocated. Surgeon opened another ar-4501 meniscal cinch and after both anchors deployed and implanted, the sutures broke when pulling to tighten. Surgeon completed the case using an ar-4500 meniscal cinch. Additional information received 2/17/2022: when surgeon tightened on the sutures after both anchors had successfully deployed, the first anchor pulled out of implantation site. Surgeon cut all the sutures and removed both anchors. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. Upon visual inspection, it was noted that the suture was returned disassembled from the inserter. The suture was evaluated and it was noted that two full meniscal cinch assemblies were returned along with half of another assembly. The anchors were inspected and it was noted that 3 anchors were broken. The broken pieces were not returned for investigation. It was also noted that one anchor was bent. One of the full assemblies were found to be stuck within the inserter. The cause of this remains undetermined. Upon functional testing, not problem was found with the inserters.